Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was retained at zoll (B)(4). No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.